Manufacturer narrative:
Upon receipt the lead was found cut 49cm proximal to the lead tip. A proximal part including the serial number was missing. The performance of the fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the returned fragment. In particular in the distal lead region the insulation was found abraded through and a conductor fracture could be observed. Both rv and svc shock coil were found covered in tissue. These damages are assumed to be the root cause for the observed oversensing and out of range shock impedances. The diagnostic images received for analysis were inspected. The lead body was implanted with a lot of slack. It is assumed that excessive slack in combination with the ingrown and therefore in movement restricted lead resulted in extraordinary mechanical stress. Damages like the externalized conductors 6 and 33cm proximal to the lead tip most likely occurred during the extraction procedure. This assumption is consistent with the analysis of the provided fluoroscopic images, where the presence of an externalized conductor could be excluded in the implanted state. Further extraction damages like the deformed rv and svc shock coil most likely occurred due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and high voltage impedance greater than 150 ohms and less than 25 ohms. When the lead was removed from the patient, the lead had wires that externalized the body of the lead between the svc coil and rv coil. Physician requested a note be added that the lead had a riata-like appearance. No adverse patient events were reported. Should additional information become available, this file will be updated.